Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an open heart surgery. Upon device check post-procedure, it was noted the right ventricular lead was dislodged during the surgery. X-ray fluoroscopy on (B)(6) 2019 confirmed the dislodgement. The lead was explanted and replaced on (B)(6) 2019. The procedure went well and the patient was stable throughout.